Manufacturer narrative:
(B)(4). Product not returned to cbi. Ec conclusions code desc-1 - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between a cook biotech incorp manufactured product's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to a lack of detail provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.

Event description:
The pt was reported implanted with an unspecified MFR's pelvic mesh product(s). The pt and her attorney have alleged that as a result of this/these product(s) being implanted in the pt, the pt has experience pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury. Specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type / to what extent intervention was performed. Specific correlation between device performance and alleged injury, and current pt status.